Manufacturer narrative:
Patient information was not made available from the site. On 03/24/2016 a medtronic representative, following-up at the site, reported working with this same navigation system and the reported issue could not be replicated. Em interface showed no faults. Return requested. Replacement axiem integrated 4port shipped to site. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system emitter and axiem box went to red status. The medtronic representative opened the side panel and re-seated the axiem box power and the emitter, however, the issue persisted. Re-booting the navigation system did not resolve the issue. The surgeon opted continue to completed the procedure without the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Correction: a em mobile field generator (emitter) was shipped to site not a axiem integrated 4port. A medtronic representative, following up with the site, replaced the em mobile field generator (emitter) and performed a navigation system check-out, all areas passed after the replacement of the field generator. Medtronic investigation of returned suspect device finds that the field generator (emitter) directly caused event. The emitter was connected to a test system with the cranial application and when the emitter was connected it immediately displayed red status and said "axiem emitter low drive error". Diagnostics shows a fault on coil #4. The reported event was confirmed to be caused by an electrical failure mode. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.